Event description:
It was reported that the ventricular lead had oversensing and noise which triggered a lead integrity alert. The lead resistance value indicated an unusual high value. Lead disconnection around the anchoring sleeve appeared at the x-ray evaluation. The lead was replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.